Event description:
While attempting to treat a pt the responding team attempted to attach the device to the pt using electrode pads and it was found that electrodes from a previous use were still attached. When the user attempted to exchange the electrodes in the device it was found that the electrode to device connector was broken in the device. Attempts to replace the electrode pads were unsuccessful due to the broken connector inside the device. Complainant indicated that the clinician obtained another device to continue treating the pt complainant indicated that the pt subsequently expired.